Event description:
During a anterior cervical fusion - a distraction pin broke off and was left in the pt's bone. No prolonging of surgery. Pt suffered no adverse effects of the incident.

Manufacturer narrative:
The item was returned along with all available info for analysis to the MFR.